Event description:
It was reported that the customer was hospitalized for 3 days at the beginning of (B)(6) 2015 due to elevated blood glucose levels. Customer was treated through an insulin drip.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.